Event description:
It was reported by the patient that their lead was "damaged". Follow up determined that the patient had pocket stimulation. It was also reported that the right atrial (ra) had a lead warning and that the ra lead polarity switched to unipolar. The ra lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.